Event description:
It was reported that the pump software did not suspend insulin delivery. Customer's blood glucose (bg) level ranged from 50 mg/dl to 70 mg/dl. Cause of low bg was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.